Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. No samples were received for investigation of complaint reference pr (B)(4) reported via post market survey; however the customer has indicated that occlusion was identified during use of a bd transfusion set. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
It was reported that while using the unspecified bd blood transfusion sets (with stopcocks and/or y-site) the clinician and/or patient experienced two blood clotting during infusion of blood/blood products. No patient impact. The following information was provided by the initial reporter: clinician experienced: blood clotting 2 no patient impact blood normally stops within transfusion and this cause delays or loss of blood within the transfusion regulated time.